Manufacturer narrative:
The doctor reported that two veneers that had been seated using nx3 had de-bonded in a patient. The doctor feels that the debonding was caused by the patient's condition and not the nx3 itself. He added that the same product had been used in other patients with no other incidents. The patient is doing fine. Temporaries have been placed while the doctor re-evaluates the patient's case before permanent cementation takes place. The actual product involved in this incident was not returned to kerr corporation for evaluation; therefore, a retain sample was tested for adhesive strength. The results indicated that the product was within specifications and acceptable for product performance. Retain sample was tested.

Event description:
On march 5, 2010, a doctor reported that a patient had two veneers debond after placement with nx3.